Manufacturer narrative:
(B)(4). Evaluation statement: this issue is being closed because it is approximately 61 days of age and multiple email attempts have been made requesting the disposition status of the device. If and when documentation regarding the destruction of the device is received, this file will be reopened and the certificate of destruction will be attached to the file. Further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The vapr handpiece didn´t work probably while performing a surgery. It kind of worked, then again it didn't. Then it had to be shaken and then it worked again. They said that the handpiece didn´t have power, working speed was too low. In hospital it has happened before, every half a year, it is needed to change the handpiece because it stops working.